Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# va033kc, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the health care professional thought the patient might have a prolapsed bowel and the reporter thought the patient had a hemorrhoid. It was further reported that the patient had a prolapsed bladder and that heath care professional felt the stimulator needed an adjustment to work better and for better symptoms. It was unknown if adjustment meant increasing stimulation or reprogramming. It was noted that during troubleshooting, a low battery message came up on the patient programmer and that the patient would call back after purchasing new batteries. Additional information requested but had not been received as of the date of this report.